Manufacturer narrative:
The device was not returned for analysis. It may be possible that the balloon interacted with anatomy or associated devices causing damage to the outer surface and resulting in balloon rupture; however, this could not be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the mid superficial femoral artery. Two 6x150mm armada 18 balloons ruptured during the first inflation at 8 atmospheres. The procedure was successfully completed with arthrectomy and an additional unspecified balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.